Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.

Event description:
It was reported that there was a possible fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.